Event description:
Manufacturer reference report: 3006705815-2019-01387. It was reported that the reason for the revision was a fractured lead. The patient has effective therapy post operatively.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 2 of 2: MFR reference report: 3006705815-2019-01387. It was reported that the patient had a surgery on (B)(6) 2019. The leads were explanted and replaced. The reason for the surgery was that the lead was not working as intended.